Event description:
It was reported that the user experienced persistent high glucose readings on a cgm, with a highest value of 401 mg/dl for approximately 42 hours, coincident with an occlusion alert on the ilet during a meal announcement and use of an infusion set in the abdomen; after the alert cleared, the meal announcement could not proceed until the user changed the site, after which glucose returned to range and announcements functioned normally. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem associated with improper or incorrect procedure, and a user interface component relevance; the occlusion alert and inability to proceed were resolved with an infusion site change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.